Event description:
It was reported that a user contacted support after attaching a contact detach infusion set incorrectly and required guidance to start a new set; the user then inserted a new infusion set successfully while using an ilet system, with a reported blood glucose of 200 mg/dl. Symptoms included hyperglycemia. Outcomes included user troubleshooting and education, with restoration of intended use following proper infusion set placement. Investigation included technical support review and step-by-step troubleshooting with the user. Investigation of this case revealed user handling of the infusion set and connector as the likely contributor to delivery interruption, with device function restored after correct installation. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set attachment.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.